Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited inflation issues. A revision surgery was performed, during which fluid loss was noted due to a connection issue with the pump connectors. The existing pump was removed and replaced. No patient complications were reported.